Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that a stent damage occurred. The 75% stenosed target lesion was located in the moderately calcified and severely tortuous proximal to mid right coronary artery (rca). A 4.00mm x 16mm liberté stent was advanced but would not cross the distal portion of the proximal rca. When the device was removed from the patient, it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.